Manufacturer narrative:
This report is being amended to reflect changes. No devices or photos were received; therefore the condition of the components is unknown. The device part and lot numbers are unknown; therefore the device history records could not be reviewed. These devices are used for treatment. Surgical notes of the original tka provided. This is a bilateral patient who upon opening the knee cavities it was noted that they had "advanced arthritic changes seen." Soft tissue releases were performed to allow realignment of the limb. The trial reduction showed excellent restoration of alignment, stability and motion from 0 degrees to 120 degrees. No anomalies noted during the surgery. Postoperative bone scan of (B)(6) 2014 notes "no evidence of loosening or infection." Postoperative exam of (B)(6) 2014 finds the doctor recommending weight loss, exercise and physical therapy to focus on quad strengthening. Compatibility of the devices and complaint history searches could not be reviewed. A definitive root cause for the complaint cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain.